Event description:
It was reported that the patient experienced fluctuations in t&c levels. Device analysis revealed a break in the silicone carrier at the electrode lead exit from the stimulator, with body fluid ingress into the electrode wire assembly at the location of the break. Explantation/reimplantation surgery was performed in 2002.